Manufacturer narrative:
Analysis revealed that the stylet was damaged but due to user non-conformance. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID :neu_stylet_acc, lot# unknown, product type: accessory. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding an implantable deep brain stimulation (dbs) device. It was reported that after securing the stimlock clip around the lead, the surgeon attempted to remove the stylet from the lead, but the stylet broke at the base of the plastic clip. The lead was removed and replaced with another one. No issues occurred with the new lead. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.